Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After advancing a non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12 balloon, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during introduction, the hypotube of the stent broke inside the guide catheter. Additionally, it was noted that the device got kinked 15 cm proximally. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After advancing a non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12 balloon, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during introduction, the hypotube of the stent broke inside the guide catheter. Additionally, it was noted that the device got kinked 15 cm proximally. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. It was further reported that the shaft broke into two pieces at 10 to 15cm from the hub and was removed by pulling out the broken shaft.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After advancing a non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12 balloon, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during introduction, the hypotube of the stent broke inside the guide catheter. Additionally, it was noted that the device got kinked 15 cm proximally. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. It was further reported that the shaft broke into two pieces at 10 to 15cm from the hub and was removed by pulling out the broken shaft.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a shaft break at 77 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.